Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose level and diabetic ketoacidosis on (B)(6) 2020. Customer had dehydration. Customer¿s blood glucose level of 280 mg/dl. Customer was throwing up and had shivers. Customer was treated with fluids. Customer reported that they had received open book error image on the insulin pump screen. Customer reported that they troubleshoot for critical pump error. Customer was using auto mode at the time of incidence. Customer declined to troubleshoot for further issue. The insulin pump will not be returned for analysis.